Event description:
Old vacutainer blood culture bottles are no longer available from co. Only septi check bottles (for blood cultures) are available. The old, safe venting unit does not fit the septi-check bottle. New venting units without protective shields must be used. It is almost impossible to remove venting units from bottles for proper disposal (& if they could be removed, no protective shield would cover the "sharp" end).